Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched the customer site to evaluate the au5800 clinical chemistry analyzer. As troubleshooting measure the fse replaced multiple parts which included replacement of probe, adjustment of pump dispenses volume and syringes. The primary failure mode was identified as defective reagent syringe. The fse replaced the reagent syringe to resolve the issue. Perform system verification successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au5800 clinical chemistry analyzer generated erratic glucose patient results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographic, and the exact number of patient samples affected is unknown.